Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open yellow (pgnd) and black (main batt) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) to zoll manufacturing corporation. The patient using this electrode belt reported receiving a service code 204 (belt/monitor unusable).